Manufacturer narrative:
(B)(4). E1 initial reporter telephone number (B)(6).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.